Event description:
On (B)(6) 2010, the patient reported the up and down buttons on his insulin infusion device are not properly responding. He stated that for the last few weeks he has to press the buttons hard to get them to respond. He said his device has fallen out of his pocket but no hard hits to the ground. The buttons pop up when pressed but do not give vibrations or beeps. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.